Event description:
It was reported that two leads had slowly decreasing impedances, since the last pacemaker changeout five years ago. The first (B)(4) had an impedance of 203 ohms and the second (B)(4) 209 ohms. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.